Event description:
It was reported that insulin delivery was suspended during the night and the customer awoke with a blood glucose level of 597 mg/dl and diabetic ketoacidosis. The customer did not have access to the pump at the time of the report; therefore, troubleshooting could not be performed with tandem technical support.

Manufacturer narrative:
Multiple attempts were made to obtain specific information from the customer; however, the customer has not responded. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.